Event description:
It was reported that the programmer estimated battery longevity had not significantly changed over the course of two years. An in-house estimated calculation was performed to obtain actual longevity. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.